Event description:
It was reported to philips that system was unable to complete start as a message alerting of a button stuck was displayed. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, system was not in clinical use at the time of event. Analysis of the log file could not confirm any malfunction. A remote service engineer (rse) inspected the system remotely and could not find any errors indicating start-up issues. A field service engineer (fse) inspected the system onsite and during troubleshooting did not find any errors with the system. Fse could not confirm on the cause of the malfunction and suspected that there could have been a software glitch. The issue was resolved after performing three reboots to the system. After the reboots were done, the system was returned to use in good working order. The codes were updated based on the investigation outcome.